Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number r94d34 and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the sample was opened for trial at (B)(6) hospital, but the product was not sterile. When product was removed from box, the peel paper was loose and not glued onto plastic housing. A ligasure was opened and surgery was not delayed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).batch # r94d34. Investigation summary: the analysis results found that a nslx120l device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and the seal area has evidence of being properly sealed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history lot: a manufacturing record evaluation was performed for the finished device lot r94d34 number, and no non-conformances were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch r94d34 number, and no non-conformances were identified.